Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During the procedure, the left ventricular (lv) lead had difficulty advancing into the body. The lv was removed and replaced. The patient had no adverse consequences.